Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 15650809, description: next generation anchor kit-sterile, additional information was received that the patient underwent a revision procedure wherein the lead with a small fracture and clik anchor were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. X-ray results revealed lead fracture. The patient will undergo lead revision.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. X-ray results revealed lead fracture. The patient will undergo lead revision.